Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, while the device was being applied to stomach, the reload was unable to fire but the staple prefired. The surgeon was able to press the green button and unable to squeeze the handle. A replacement of reload was used to resolve the issue and complete the case. No patient injury.